Event description:
Paramount mini stent deployed in right renal artery without difficulty. Physician noted resistance from balloon catheter (stent delivery platform) upon removal. Balloon removed over the wire. Physician attempted to remove guidewire and met resistance. Guidewire snapped (separated) into two pieces outside of the femoral sheath. Physician clamped the exposed portion of the wire outside of the sheath with hemostats to secure. Physician then performed a r. Fem. Cut-down procedure to expose the wire and free it from the patient. When the wire was removed, physician found the previously deployed right renal stent attached to the distal end of the wire. Repeat angiography was then performed on the right renal artery to reveal a patent artery with no apparent damage. A covered stent was placed in the artery as a precaution. Patient was closed and recovered later to frind a renal function wnl and audible.